Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Root cause remains undetermined at this time.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a leak at the tube seal point occurred. This was a platelet collection. The leak happened in the laboratory, when no donor or patient was present. There was not a transfusion recipient or patient involved at the time that the leak occurred, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.